Event description:
Information was received from patient regarding an external device. The reason for the call was that the patient reported that the ins was taking too long to charge, and the controller would go blank and unresponsive when recharging the ins. Patient stated that these issues were occurring frequently, and they needed to reset the controller in order for it to work again. Agent had the patient plugged in the controller without the battery into ac power supply and confirmed the controller was powered on. Patient reinserted the battery and confirmed the green light was flashing. Agent had patient attempt a recharging session but patient noticed that there was a discoloration on the pins of the recharger. Patient also mentioned that the controller battery would not last long, and it would deplete before the ins was fully charged. Agent sent a request for repair to replace the recharger and battery pack. Additional information was received from patient and stated that they believed that the battery needed to be replaced. Pt mentioned that the battery depletes fast that they needed to recharge again; the battery pack will be depleted before the implants gets fully charged, like the battery "charges backwards". Pt also mentioned charging the implant will take longer hours than before; but when they had a "fresh battery" it took them 1 hour to fully charge. Pt mentioned the implant battery only lasts up to 8-hours max of full use then they need to charge again. Agent tried to explain that their main concern was more of the internal battery and not the actual battery pack. Pt was insistent and added that the root cause was still the battery pack and that they needed to go to another appointment and need the issue be resolved. Agent tried to informed the pt that replacement of the battery will not guaranty a solu tion. When pt accepted to attempt to charge; pt confirmed no physical damage on the the pinsand battery pack. Pt also mentioned that they needed to put a damp of alcohol into the recharging plug every time they charge the implant or else they will not be able to connect. And pt went back to the idea of getting a new battery that they tried to look for the same battery pack but they weren't able to find one. Pt was able to get no device found and retried and was able to get excellent recharging quality controller was at 100% and implant was at 80% for the implant. Due to the situation, agent sent a repair requestto replace the battery. When asked about event day the pt mentioned "about a month ago, it's been an ongoing problem". Before the end of the call pt mentioned they will contact their manufacturing rep about the fast depletion of the battery and pt mentioned that when they had their appointment at the clinic with the manufacturing rep pt stated, "she told me that the pain was so intense and the need to use the equipment is so intense that it drains the battery quickly". Agent informed the pt that it's much better to reach out to the rep to have the issue checked.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# , serial# (B)(6), implanted:. Explanted: . Product type recharger product ID m995402a001 lot# , serial# (B)(6), implanted: . Explanted:, product type product ID 97745bp, lot# , serial# (B)(6), implanted: explanted: . Product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.